Event description:
Call transferred from psr supervisor, spoke with pt regarding pump malfunction. Pt reports that she switched to a different brand of batteries and then when she turned on the pump, the screen had "squares" along the bottom of the screen. When pt switched the batteries back to the original ones given to her with dme order the screen was fine. No other info available. The pump is cadd legacy. Dose or amount: veletri 11.4nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2016. Diagnosis or reason for use: pulmonary arterial hypertension.